Event description:
The customer reported that the cannula was bent and that his blood glucose reached 24 mmol/l (432 mg/dl).

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.